Event description:
A customer reported that a capsular tear occured during surgery in conjunction with the use of an aspiration vitrectomy due to the event. Add'l info was received from the customer indicating, "it was an old cannula, not disposable ones. I do not remember if it was the suction or irrigation. I think it is likely to be damaged by the manipulations of sterilization as has happened with other instruments".

Manufacturer narrative:
The customer returned a sample of a textured swiss bimanual aspiration handpiece. The sample was received in a plastic box with foam material; the original packaging was not provided. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to the MFR's acceptance criteria. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. It was found that the entire cannula had been broken. The customer's complaint was confirmed. It was found that the cannula has been broken. The complaint history was reviewed two years back. It showed comparable complaints with broken cannula but without pt involvement. The bimanual handpiece shows signs of repeated use (reprocessing cyclers). The appearance is consistent to that which occurs when the product reaches its end of life time. It cannot exactly be determined how or when the damage occurred. A design- or mfg related root cause cannot be determined. (B)(4).